Event description:
The fe reported a cine error message after boot up. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc kit, video controller, system interface, display adapter, cine bridge, cine drive, workstation backplane mount, workstation backplane, mainframe backplane, fluoro functions board and generator interface board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.